Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient was treated with vancomycin (1 gram as a stat dose and continues "(B)(6) a day" and given intraperitoneally (ip)) and piptaz (2.5 gram per exchange and given ip) for aseptic peritonitis. The patient¿s outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.